Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) was not moving properly from the instrument clutch and error 32100 was present. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the field service engineer, the surgical procedure was completed as a three-arm system configuration due to the universal surgical manipulator (usm4) being disabled. The fse replaced the acj board on the usm4. The da vinci system was tested and verified to be in working normal conditions.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the acj. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the acj for evaluation. A follow-up MDR will be submitted, if additional information is obtained.